Event description:
It was reported that device entrapment occurred. A 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During procedure, the device got stuck with the guidewire. No patient complications were reported.